Event description:
A patient reported they were getting a error 1 message on the meter. The meter allegedly would only prompt the error 1 message. This issue was not resolved with troubleshooting. There was no medical intervention. No treatment given. No further information has been reported.